Event description:
It was reported that the patient¿s therapy had been doing poorly and the patient had been hospitalized due to his parkinson¿s symptoms. It was unknown when the issue had begun. A healthcare professional recommended turning the voltage up. It was noted that the patient¿s wife did not know how to increase the voltage and had tried more than a year prior to the date of this report and had accidentally turned therapy off and neither the patient nor his wife knew it was turned off until the next visit with the healthcare professional. It was noted that the issue was apparently resolved at that time. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v989563, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# v989563, implanted: (B)(6) 2012, product type: lead. (B)(4).